Manufacturer narrative:
Investigation ¿ evaluation: the used black silicone stent was returned for evaluation. The cook logo was stamped on the body of the stent, dried body fluid was flaking off the stent, and the tether suture was missing. The diameter of the distal coil was measured to be 18mm; falling within the specification requirement of 15mm-18mm. The diameter of the proximal coil was measured to be 20mm and it has a slightly stretched appearance. The coil has been stretched 2mm out of tolerance. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record noted 8 non-conformances associated with lot number 7304484. Of the 8 non-conformances, seven were related to a burnt seal and the other device was damaged. A review of complaint history for this product and lot number combination found there have been no other complaints received.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician had previously placed a filiform double pigtail ureteral stent set in the patient¿s body. While performing the ureterorenoscopy and ureteroscopy (urs) (placement double j) and an x-ray scan, the physician discovered that the stent set had migrated down. The physician performed an additional procedure "change double j" and replaced the device with new filiform double pigtail ureteral stent set. It was reported that the physician used ¿wolf¿ ureteroscope for placement of wire guide, which was later removed. The physician then used ¿storz¿ cystoscope for placement of the new filiform double pigtail ureteral stent set. No unintended section of the device remained inside the patient¿s body.